Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The recipient was re-implanted with a shorter electrode with two channels remaining extra-cochlear. This is a final report.

Event description:
It was reported that the electrode migrated out of the cochlea gradually over time. The user was re-implanted with a shorter electrode type and 2 channels were left extra-cochlear at re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode migrated out of the cochlea gradually over time. The electrode did not extrude through any skin barrier.